Manufacturer narrative:
The customer's complaint could not be duplicated as the device rotated only for a few seconds. However, corrosion was noted inside the device. The corrosion within the device was identified as the probable cause of the overheating reported. The micro drill long straight attachment was discarded as it is not a repairable device once it is disassembled.

Event description:
The micro drill long straight attachment was sent in for eval because it was overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.